Manufacturer narrative:
(B)(4). The cycler was not returned for evaluation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the DHR review confirmed the labeling, material, and process controls were within specification. Based on the six pages of medical records, this patient presented with signs and symptoms consistent with peritonitis that was likely recurrent. Culture results were not provided in the medical records for this episode. Peritonitis is a known complication of peritoneal dialysis, caused by poor aseptic technique. There was no documentation in the medical record that indicates a causal relationship between any fresenius products and the diagnosis of peritonitis.

Event description:
A peritoneal dialysis (pd) patient was admitted to hospital with abdominal pain and cloudy effluent on (B)(6) 2015. He was diagnosed with probable recurrent peritonitis as he had an episode one month prior ((B)(6) 2015) with staph hominus. A pd culture was drawn on (B)(6) 2015 and grew gram negative bacilli. The patient was treated with ceftazadime intra-peritoneal and rapid exchanges. The pd catheter was removed and he was transitioned to hemodialysis.